Manufacturer narrative:
Patient was eventually transplanted due to infection, event reported in manufacturer report number 2916596-2020-02604. Previous admission for infection reported in manufacturer report number 2916596-2020-03224. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with a driveline infection. The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient underwent an incision and drainage (I&d) of the driveline on (B)(6) 2019 with or cultures positive for pseudomonas. The patient was discharged with a vac dressing and completed a 6 week course of IV antibiotics. He was transitioned to and maintained on oral antibiotics.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.